Event description:
The event is reported as: during a laparoscopic cholecystectomy the applier broke. The surgeon heard an unusual noise, and as a result the jaws of the applier remained stuck together on the clip. No pt injury reported.

Manufacturer narrative:
Device is available for investigation but has not been returned to manufacturer yet. The results of the investigation are not available at the time of this report.